Event description:
It was reported that during a da vinci-assisted surgical procedure, after an endoscope was removed and reinstalled, the image became inverted. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained that the endoscope had retained memory settings from the staff and advised that canceling the guided tool change would resolve this type of issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the collar on the endoscope had been opened, so when the endoscope was removed, cleaned, and reinstalled, the image was inverted. After the collar was closed and installed, the image was back to normal.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was able to resolve the inverted image issue by adjusting the sterile adapter and reseating the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event.